Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that an x-ray during the recovery showed the lead was flipped over. The patient was taken back into the surgery and physician made several attempts via an epiducer to place the lead and the lead kept flipping over and would not lie flat. The lead was explanted and replaced by new leads. No further information is available at this time.